Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
While using night aligners the patient reported, "top aligner is too tall, edge is uncomfortable on gums. Bottom aligner does not fit snug onto teeth" (B)(6) 2024: ""hello! I soaked the step 2 aligners in warm water for 30 seconds and tried to put them in. The bottom still does not fit snugly around my teeth & the top still cuts into my gums & is very painful. Im assuming the bottom aligners will start to fit better the longer I wear them & the top aligners fit much better than the bottom other than cutting into my gums. This is super painful and is leaving them very sore, I'm afraid all the steps are going to cut into my gums. I'll continue to wear step 1 since the bottom fits a little better than step 2. Let me know if I need to do anything else, thank you!"